Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed a ¿strip problem - retest with a new strip¿ message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2015 at approximately supper and bedtime, when a ¿re-test with a new strip¿ message was obtained when the patient was using the meter to measure his blood glucose. The patient stated that he manages his diabetes using insulin and self-adjusts the dose, and reportedly continued with his usual diabetes management routine in response to the alleged issue. The patient reported experiencing symptoms of sweaty, dizzy and sliding off the sofa, a few minutes after the alleged meter issue began. The patient denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr walked the patient through a re-test and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of severe injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.